Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had skin dermatitis on his back, arms, and legs for years, and wearing the lifevest irritated and exacerbated his condition. The patient stated he will wake up soaked in blood from itching his back while sleeping. There is no alleged device malfunction. The patient's physician recommended showering twice per day and using cetaphil lotion on the irritation and prescribed two oral medications for the rash. The medical outcome of patient's condition is unknown as patient ended use of the lifevest.